Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that there was inadvertent mishandling during interaction with the guidewire and as such resulted in the reported unstable shaft/stent dislodgement; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0x40mm xpert pro self expanding stent system dislodged partially at the distal end when advancing on a .035 unspecified guide wire before entering the introducer. The physician noted that the shaft/distal sheath was not stable enough. Device never entered the patient and another unspecified device was used to successfully complete the procedure. There was no adverse patient and no clinically significant delay. No additional information was provided.